Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter would not power off. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began at on (B)(6) 2014 at 6:00am. The patient informed the cca that the subject meter was displaying the last result. It is not known if the patient was able to manually power off the pump and test her blood glucose. The patient is on insulin pump therapy. The patient reported taking an increased dose of insulin at the time the alleged meter power issue began. It is not known why the patient took an increased dose. The patient reported developing symptom of ¿blurry vision¿ 1 hour after the issue started. At the time of troubleshooting, the cca noted that the subject meter powered off when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began. The lfs device could not be ruled out as a cause or contributor to the event.